Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bg meter malfunction or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room due to high bg's that reached 435 mg/dl. Patient was diagnosed and treated for colitis (not diabetes related), but reported that the bg meter on the pdm was giving inaccurate readings and believes the high bg values were contributing to the colitis. Patient was given ciprofloxacin (500mg x2 a day for 10 days). Patient was given metronidazole (500mg x3 a day for 10 days), and ondansetron (4mg, 12 tables to use as needed for nausea and vomiting). Patient was also giving IV fluids and a CT scan. No further information available.